Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of hospitalization due to fluid volume overload. Although the pdrn stated the patient¿s liberty select cycler was inadequately draining the patient which caused the fluid overload, the patient did have additional ongoing issues. The patient was found to have poor abdominal muscle tone, was frail, and had poor skin tone which was affecting the pd catheter. The patient was required to lay flat during treatment in order to drain effectively. It is unknown if the patient was following these instructions on the occasion of the hospitalization. The pdrn reported that the patient did not encounter issues with the liberty cycler in the hospital or the loaner from the pd clinic. The pdrn had reported that the patient¿s cycler appeared to have been disheveled in the box upon delivery and the cassette door was open. It is unconfirmed if there was any handling issue during shipment which could have caused a device issue for the patient. Based on the available information, the liberty select cycler cannot be excluded as causing or contributing to the patient¿s fluid volume overload with hospitalization. However, there are additional circumstances which most likely contributed to the adverse event including the patient¿s abdominal muscle tone and skin tone affecting the proper functioning of the pd catheter.

Event description:
On 11/nov/2022 a peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support for drain complications received on the liberty select cycler. The pdrn reported the patient had been encountering drain issues multiple times. The pd catheter was verified to be in the correct position, there was no fibrin, and the patient was not constipated. It was noted the patient was in the hospital (unknown reason) and utilizing the hospital liberty cycler with no issues. The pdrn requested a replacement liberty select cycler. During a follow-up with technical support, the pdrn stated she had exhausted all efforts with troubleshooting the cause of the drain issues. Per the pdrn, the patient had been in an out of the hospital with fluid overload as a result of the cycler inadequately draining during treatment. Drain issues began in training. A clinical evaluation was completed. The patient had been seen by the surgeon who stated the patient needed to be in a flat position to drain properly due to past abdominal history. The patient was currently utilizing a loaner cycler from the clinic and completing treatment without any drain complications. The pdrn also reported that the patient¿s initial liberty select cycler was replaced for screen brightness issues. The replacement cycler had looked to have been dropped during shipment or delivery as it appeared disheveled in the box with the cassette door open. It is unknown if the cycler was dropped resulting in any device issues. Additional information was obtained through follow-up with the pdrn. The patient is a 90-year-old female with poor abdominal muscle tone due to birthing eleven children. Additionally, the patient is frail and has poor skin tone which affects the pd catheter. This patient was an urgent start pd patient. The patient began training three days after pd catheter placement. The patient was hospitalized (date unknown) with a pd catheter leak. Post-discharge, the patient¿s pd catheter would not function if the patient was sitting upright. The patient would get to a point in the treatment when approximately 500ml of fluid remained and would not drain on the cycler. As a result, the patient would be hospitalized for fluid volume overload. The pdrn did not specify if the patient was hospitalized more than one time. The patient was currently utilizing the loaner cycler from the clinic to complete treatment without issue. The replacement liberty select cycler had not been brought to the patient at the time of the follow-up.

Event description:
On 11/nov/2022 a peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support for drain complications received on the liberty select cycler. The pdrn reported the patient had been encountering drain issues multiple times. The pd catheter was verified to be in the correct position, there was no fibrin, and the patient was not constipated. It was noted the patient was in the hospital (unknown reason) and utilizing the hospital liberty cycler with no issues. The pdrn requested a replacement liberty select cycler. During a follow-up with technical support, the pdrn stated she had exhausted all efforts with troubleshooting the cause of the drain issues. Per the pdrn, the patient had been in an out of the hospital with fluid overload as a result of the cycler inadequately draining during treatment. Drain issues began in training. A clinical evaluation was completed. The patient had been seen by the surgeon who stated the patient needed to be in a flat position to drain properly due to past abdominal history. The patient was currently utilizing a loaner cycler from the clinic and completing treatment without any drain complications. The pdrn also reported that the patient¿s initial liberty select cycler was replaced for screen brightness issues. The replacement cycler had looked to have been dropped during shipment or delivery as it appeared disheveled in the box with the cassette door open. It is unknown if the cycler was dropped resulting in any device issues. Additional information was obtained through follow-up with the pdrn. The patient is a 90-year-old female with poor abdominal muscle tone due to birthing eleven children. Additionally, the patient is frail and has poor skin tone which affects the pd catheter. This patient was an urgent start pd patient. The patient began training three days after pd catheter placement. The patient was hospitalized (date unknown) with a pd catheter leak. Post-discharge, the patient¿s pd catheter would not function if the patient was sitting upright. The patient would get to a point in the treatment when approximately 500ml of fluid remained and would not drain on the cycler. As a result, the patient would be hospitalized for fluid volume overload. The pdrn did not specify if the patient was hospitalized more than one time. The patient was currently utilizing the loaner cycler from the clinic to complete treatment without issue. The replacement liberty select cycler had not been brought to the patient at the time of the follow-up.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.